Event description:
Customer reported a pod with high bg levels (258 to 338 mg/dl), then had an occlusion alarm while sleeping. Activated a new pod. Returned suspect pod for eval.

Manufacturer narrative:
The returned product eval confirmed an internal leak which caused damage to the device after being filled with insulin. The user is instructed in the user guide to frequently monitor their bg levels. By following this recommendation, the user was aware of high bg levels and was able to start a new pod successfully. The lot was found to have met all acceptance criteria.